Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore as it was being inserted. The lens was removed and another same model lens was successfully implanted without any patient injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was torn in half and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.